Event description:
It was reported that when sales rep picked up the instruments from last weeks revision hip and noticed a couple worn threads when inspected the instrument. The surgeon attempted to use the device to remove a stem that was loose. When back slapped the threaded insertion tool during surgery it detached from the stem easily after the surgeon threaded it into the stem. Surgeon could not see any damage from outside the sterile field but noticed some worn threads today which could have been there before the surgery. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination. Therefore, the reported event could not be confirmed. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the provided lot code was not valid.